Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation; however, upon the first inflation for 30 seconds, the balloon ruptured. The device was pulled out from the sheath and the procedure was completed with a non-bsc balloon catheter. No patient injury or complications were reported.